Event description:
The lead was removed due to the lead stretching because the patient had grown. The physician chose to replace the lead at the time of the device upgrade. The lead was later returned with no information, analyzed, and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the lead was returned in segments, analyzed and the outer insulation was breached and had a depression. It was noted that the proximal conductor was cut, all the conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was kinked/buckled, the outer insulation was breach cut, the outer insulation had a cosmetic depression and the lead was stretched. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.